Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: there were unexplained pump reboot events observed in the black box on (B)(6). 2014. The battery compartment was cracked from the bumper pad to the cover and the compartment threads were stripped. A 24hr duration test was successfully completed with a test battery cap and a test cartridge cap with no pump reboot events being duplicated. There was no evidence of internal moisture or damage to the power circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.